Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using a vasoview hemopro toggle was very hard to engage cautery. Also, expressed concern with needing to "hold back" toggle and maintain pressure to engage cautery vs older model which engaged then pressure on the toggle seemed to release. Hospital like the new ergonomic design of handle, however also stated that it was shorter than the old version and harder to hold while engaging cautery with toggle (palm falls off end of new handle). The hospital did not report any patient effects. The product is not returning

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using a vasoview hemopro toggle was very hard to engage cautery. Also, expressed concern with needing to "hold back" toggle and maintain pressure to engage cautery vs older model which engaged then pressure on the toggle seemed to release. Hospital like the new ergonomic design of handle, however also stated that it was shorter than the old version and harder to hold while engaging cautery with toggle (palm falls off end of new handle). The hospital did not report any patient effects. The product is not returning.